Event description:
It was further reported that the cables were returned.

Event description:
It was reported that the cables of the external pulse generator (epg) which have been in use about three months, often experience broken connectors in the field. Guidance and explanation was given to avoid such situations. Disposition of the cables are unknown. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; cable insulation is fractured around whole cable just above strain relief of plug and is showing the two interior cables. Strain relief is pulling away from the black part of plug. Analysis also found the cable is twisted throughout length of cable and the cable insulation is fractured approximately six inches from end of plug. It is noted the cable was bent to the side of the plug and had electrical tape holding it into place when received.